Event description:
Patient came out of the restroom and handed the nurse the syringe hooked to the syringe tubing broken off from the part that goes into the machine and told the nurse it just fell off while in the restroom.